Event description:
The user facility reported an impella cp pump was placed for the support of a patient undergoing a high risk surgery. The pump was placed via single access with a 14 french and 7 french companion sheath. The sheath was bleeding/oozing at the diaphragm of the 14. The team intervened by adjusting the perclose and providing continuous pressure to the groin throughout the procedure. The pump was eventually explanted and the patient survived the procedure.

Manufacturer narrative:
The investigation has been completed. The product was not returned. The root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided.